Manufacturer narrative:
(B)(4) for the reported event of probe would not heat. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination of the returned device revealed that the device was missing gold at the tip. The device had drag marks from the tip until the catheter areas, where the gold is missing. An electrical evaluation was performed; the device passed the isolation of electrodes test but failed in the load test. Additionally, resistance and electrical tests were performed; the device passed both tests. The complaint was confirmed since the unit failed the load test due to the missing gold in a section of the gold band. The investigation concluded that the most probable root cause for this complaint is operational context, since procedural and/or anatomical factors encountered could have affected the device integrity and/or its performance. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the colon during a hemostatic procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the nurse inserted the device into the scope. When the catheter came out at the tip of the scope, the nurse connected the probe to the electrocautery machine and electricity was applied, but the device failed to heat up despite the voltage adjustments. The probe was removed and another gold probe was used in completing the procedure with the same active cord and generator settings. There was no visible damage to the complaint device or its packaging. The device was not tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the colon during a hemostatic procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the nurse inserted the device into the scope. When the catheter came out at the tip of the scope, the nurse connected the probe to the electrocautery machine and electricity was applied, but the device failed to heat up despite the voltage adjustments. The probe was removed and another gold probe was used in completing the procedure with the same active cord and generator settings. There was no visible damage to the complaint device or its packaging. The device was not tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.